Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the maryland bipolar forceps (mbf) instrument involved with this complaint and completed the device evaluation. Failure analysis (fa) investigations could not confirm nor replicate the customer reported complaint. Upon visual and microscopic inspection, no damage was found to the identification board. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests on multiple attempts and on different arms. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. There was no problem detected for the customer reported complaint. Additional observation not reported by the customer: the instrument was found with thermal damage at the yaw pulley. Black char marks were also observed at the grip base. Any material missing is likely to be thermally induced rather than mechanically induced. The electrical continuity test still passed and there was no insulation damage observed to the conductor wire.

Event description:
It was reported that during a da vinci-assisted prostatectomy - radical extraperitoneal w/o lymphadenectomy surgical procedure, the maryland bipolar forceps (mbf) instrument was not recognized by the system and the yellow light blink when installed. A backup instrument of the same kind was used, and the procedure was completed with no reported injury.